Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the exhalation filter clip came unlatched while the patient is being ventilated, the ventilator was alarming loss of volume and pressure. The customer stated they had to manually ventilate the patient, the customer stated there was no harm or injury to the patient.